Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6010266 have already been previously tested in the pr (B)(4) on 23/mar/2025. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report complaint (B)(4) complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6010266 was manufactured according to the wi version 75 manufactured in the line 6, on 24/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 19/may/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6010266 and no other complaint have been registered in database for the same lot 6010266 and malfunction code. A second query was run in database on 07/may/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6010266 and other 1 complaint has been registered in database for the same lot 6010266 and malfunction code since the last trending review conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient faced a kinked cannula. The blood glucose level of the patient was 16 mmol/l. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.